Event description:
Information received indicates when the brakes were activated the right head caster would not hold.

Manufacturer narrative:
The technician found the caster was torn. He replaced the brake caster and the brakes functioned properly.